Event description:
The customer reported that a lower than expected progesterone result was generated on a unicel dxl800 access immunoassay system for one patient that did not match the patient's clinical presentation and history. Subsequent testing produced a higher result within a different clinical category that better matched the patient's clinical presentation. The initial erroneous progesterone result was reported outside of the laboratory and it is unknown as to whether there was a death, serious injury or modification to patient treatment associated or attributed to this event. No specific patient data, sample collection/handling information, system performance information or actual patient results were provided by the customer.

Manufacturer narrative:
Initial reporter phone number is (B)(6). Service was not dispatched for this event. A definitive root cause has not been determined to date.